Event description:
Unomedical reference number (B)(4). Event occurred in united states it was reported that patient faced infusion set cannula was bent, event occurred on (B)(6) 2024. The event occurred within 3 hours of insertion. The insertion site was at lower back of patient side. The blood glucose level was almost 400 mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. No further information was available.